Event description:
It was reported that balloon rupture occurred. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During inflation in the procedure, the balloon ruptured. The device was removed and was replaced with another of the same model to complete the procedure. The faulty balloon catheter was discarded in the facility. No patient complications reported.